Event description:
It was reported that a physician was using a motion tablet to interrogate a patient and everything was fine but then that programmer stopped working and when they interrogated the patient with the new wireless programmer the settings changed to lower settings with an off time of 60 sec. An update was provided that all the programmers used were checked and are working fine. It was described that the issue was a ¿glitch¿ with the software, however without additional programming data this cannot be confirmed as no specific error code message was provided. She said that the patient¿s therapy was programmed back to what was intended and all the programmers that were involved were tested and are working fine. Because of the facilities regulations they do not want to provide any additional information for the investigation into this issue. Therefore no additional or relevant information has been received to date.